Manufacturer narrative:
It was reported a damaged waist strap. The waist pack was not returned for evaluation. A review of the manufacturing documentation confirmed that the waist pack met all requirements for release. The reported event could not be confirmed since the unit in question was not available for analysis; analysis could not be performed as the device was not returned. This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation and destination therapy in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. This event was assessed and is being reported as part of a retrospective review of events, which was in response to an update to the MDR decision criteria. If information is provided in the future, a supplemental report will be issued.

Event description:
Initial narrative: 28-aug-2017 - wrigha3. A report was received that one of the battery pouches broke off from the waist strap and would not securely hold the battery. The waist pack was replaced with no reported patient consequence. No further information has been provided.